Event description:
It was reported that when stimulation was turned on the patient had a shocking or jolting sensation. It was noted that the patient asked ¿when you have it off, was it normal that if felt like it was on sometimes?¿ it was noted that ¿every so often the patient felt like there was a shock going down them¿ but they noted that it could be their nerve damage. It was noted that there was a few times when the patient ¿cut it on¿ that the programmer showed a call your doctor icon. It was noted that the patient saw the icon ¿awhile¿ ago and ¿it had not done it in months.¿ it was noted that the shocking started about 3 to 4 weeks ago when the patient woke up from sleeping. Additional information had been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type recharger, product ID 39286-65, serial# (B)(4), implanted: 2012-(B)(4), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).